Event description:
A report was received that the pt noticed pus and sores around his incision site that contained both the ipg and the lead. The pt was given oral antibiotics and the symptoms dissipated. The pt reported that the sores around the incision site had recently returned. The bsn sales rep met with the physician and pt. The physician reported the infection had completely cleared up and he did not believe the infection was device related.